Event description:
Hamilton medical ag received the following incident description from the partner: tf occurred during use.replaced with another intellicuff. We checked the logs after taking custody of it and found tf10. This intellicuff was delivered to the hospital on (B)(6)2019.

Manufacturer narrative:
Investigation is ongoing.